Event description:
It was reported during follow up that surgical intervention was undertaken wherein the lead with high impedance was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-49075. It was reported the patient experienced ineffective stimulation following a fall. Diagnostics determined one of the leads displayed high impedance. Surgical intervention may be pending to address the issue. Both of the patients leads are being reported as it is unknown which lead is affected.